Manufacturer narrative:
The info provided on this form was previously submitted under manufacturing report number 1822565-2015-00600. Updated info received via operative notes. The pt initially underwent a medial unicompartmental procedure with competitor product. The pt underwent revision to a total knee using zimmer product. Review of these revision operative notes indicates there was significant tibial bone loss underneath the unicompartmental component. Implanted components were found to be stable in all planes. Review of second revision operative notes confirms the pt underwent total knee revision due to pain and significant osteolysis beneath the tibial tray, suggestive of loosening. An oscillating saw was used to cut the tibial plateau bone beneath the tray and then the tibial tray was removed. X-rays following the revision reported a nondisplaced fracture of the lateral tibial metaphysis, but there is no indication as to when the fracture occurred. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: st prc tib plt size 3; p/n: 00598003701, l/n: 61725962; palacos r+g bone cement; p/n: 00111314001, l/n: 71274252; taper plug; p/n: 00596009900, l/n: 61450729; all poly pat comp 32dia; p/n: 00597206532, l/n: 61582110; lps-flex gsf opt sz d-l; p/n: 00576401451, l/n: 61527826; ng lps-flex fixed prolong art surf, 20mm; p/n: 00596203020, l/n: 60706942. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned components (tibial implant, femoral implant, articular surface, taper plug) noted that they exhibit signs of being implanted. The backside of the tibial implant is only covered with thin bone cement remains on the medial side and there is none on the keel. The backside of the femoral implant is covered with bone cement remains. The superior surface of the tibial implant is stained and scratched. The medial condylar surface of the articular surface has minor pitting in one spot while the inferior surface is only lightly scratched. DHR was reviewed and no discrepancies were found. This new information does not affect the previously completed investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.